Event description:
Fractured zirconia, no patient injury. Part discarded by patient.

Manufacturer narrative:
Investigation results: the device was returned to the manufacturer. The DHR (verification report) and shape review shows the design is to be within specification. Based on the investigation results and the information provided by the customer, no specific root cause can be determined. When a fracture of an encode zirconia abutment is observed above the seating surface of the abutment, the root cause of the fracture may be related to the to the design of the screw access hole.

Manufacturer narrative:
Product was discarded by patient and will not be returned for evaluation. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote.